Event description:
Additional information was received that during the evaluation diaphragmatic stimulation was observed with capture threshold testing. Upon completion of testing, the muscle stimulation was resolved. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead's pacing impedance started to rise last summer, and most recently measured greater than 2000 ohms. Also, capture thresholds had increased causing loss of capture. The field representative considered that there may have been a perforation, but this was not confirmed. The patient did not experience any symptoms. The lead was evaluated in all pacing configurations, and subsequently reprogrammed to lv ring to rv coil configuration as it yielded impedances of 912 ohms and capture thresholds of 0.5 v at 0.5 ms. The physician was going to continue to monitor.